Event description:
During use of the device for cardiopulmonary bypass, the user reported the fio2 values varied and the electronic gas delivery module unexpectedly indicated that re-calibration was required. The procedure was concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.